Event description:
Pt had an inflatable penile prosthesis inserted in 1990 with ultrex 700 cx. It stopped functioning and he underwent exploration and removal of the inflatable penile prosthesis components and insertion of a new device on 3/3/97.